Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log files. A review of the submitted log files spanned approximately 5 days ((B)(6) 2019 and (B)(6) 2019 ¿ (B)(6) 2019 per time stamp). On (B)(6) 2019 at 14:01, 14:51, and 15:34, the no external power alarm activated while connected to the mpu due to both white and black lead bus voltages diminishing to ~2v. The backup battery was able to supply power to the controller until power was restored a few seconds later each time. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. It is unknown if the patient had a v-lock connector or if the cord came loose from the wall. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during log file analysis, a no external power alarm was observed while the device was connected to the mobile power unit. It is unknown if the power cord came loose from the mpu housing unit or the wall outlet. No further information was reported.